Event description:
Territory business manager states, the seat will tilt on its own without the command.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.